Event description:
Fenestrated bipolar broke inside the abdomen of the patient while doing the laparoscopic davinci surgery. One of the tips came off. The surgeon carefully took the broken piece out of the patient. No harm noted. The product was returned to the local representative. This was the 2nd use of 14 uses of this item.